Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation finding, conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they found faults 111, 112, and 118 logged. The fse replaced the executive board (0670-00-0770), and video generator board kit (0040-00-0456) as a precaution. The unit passed all functional and safety test and was returned to customer.

Event description:
It was reported that before use, while plugged in, the cardiosave intra-aortic balloon pump (iabp) shut down. There was no patient involvement reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data : h4.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shut down while plugged in. There was no patient involvement.